Event description:
Bone cement would not mix properly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product associated with this report was not returned. Review of the device history records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions about the root cause of the reported event; however, if moisture has affected the cement powder, especially gentamicin-loaded cement, this can cause agglomeration of the powder in the pack and affect the mix characteristics of the cement. Moisture could have been introduced to the cement pack during storage prior to final packing resulting in variability in the mixing characteristics. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.